Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. Peritonitis was manifested by an odor at the exit site. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with unspecified antibiotics (dose, route and frequency were unknown) for the event of peritonitis. On an unspecified date, the patient experienced sepsis. The patient died approximately one year and two months after the patient experienced the odor at their exit site. The cause of death was sepsis. At the time of death, the peritonitis and exit site odor had resolved. It is unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on the reported event circumstances, the patient's state of health was possibly worsened by the occurrence of pneumonia and the subsequent sepsis. Peritonitis and the exit site disorder were resolved before the patient passed away. Use of the pd disposables unlikely caused or contributed to the fatal sepsis. Should additional relevant information become available, a supplemental report will be submitted.